Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose of over 420 mg/dl at the time of the incident, the customer current blood glucose was 118 mg/dl. The customer was hospitalized on (B)(6) 2019 early in the morning about 7am. The customer experienced symptoms such as vomiting, high blood glucose. The customer was treated with went to emergency room. The insulin pump will not be returned for analysis.